Event description:
Received unit for repair in 2008. Customer stated on return information form that "patient possibly suffered electrical burns following treatment where the electrodes were placed". I attempted to get more information regarding the complaint, I spoke with a contact, she repeatedly asked me who said there was a patient incident and would not respond to my questions. She then referred me to her administrator. I sent an email to the administrator asking for further details regarding the incident, so I could establish if an MDR report should be filed. I left messages for the administrator on the following dates: 09/24/2008; 09/26/08 and 09/30/08, there was no response to my email or phone calls. On 12/08/2008, I was unable to complete the investigation I then closed the complaint due to no response from the customer. On 02/23/2009, I received a phone call from a claims analyst, she said the patient has filed a complaint and was diagnosed with electrical burns and was treated for 2nd and 3rd degree burns. I requested further details from the complainant, complainant refused to provide additional information.

Manufacturer narrative:
Complainant refused to release additional information regarding incident. If more details become available, they will be reported to medwatch.